Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy to the left internal carotid artery, aspiration catheter (other brand) and a cerebase straight distal catheter (gs9090sd, 31377536) were delivered coaxially. The cerebase was impeded in c2 segment of the internal carotid and could not reach the target position. Doctor removed the cerebase and aspiration from the patient, and found both of them were kinked/bent in the middle section. The doctor switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. Prior to the surgery, the outer packaging and device were inspected and found under good condition. Additional event information received on 17-nov-2024 indicated that the 10 minutes procedural delay was not considered clinically significant. The event did not result in any consequence or injury to the patient. This was a adapt (direct aspiration first pass technique) case. It was noted that the distal delivery catheter kinked during delivery and advancement. Patient has tortuous internal carotid vessels. It was reported that there was an ¿intermittent fracture in device.¿

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo accompanied the complaint file. In the photo, a portion of the cerebase catheter can be seen. The catheter shows a kinked condition on the shaft. No other damages can be seen as the rest of the device is not shown in the photo. Additionally, no further details of the damaged condition can be provided due to the distance where the photo was taken. A manufacturing record evaluation was performed for the finished device 31377536 number, and no non-conformances related to the malfunction were identified. The issues reported regarding the difficulty to advance the catheter through the anatomy and the intermittent fracture condition cannot be evaluated through a photo as a functional test must be performed. However, the complaint is confirmed based on the kinked condition observed on the shaft. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: the healthcare professional reported that during the procedure, the outer packaging and gs 90, 90 cm, straight, distal (gs9090sd/31377536) catheter were inspected, and found under good condition. A non j&j aspiration catheter, and the gs 90, 90 cm, straight, distal catheter were delivered coaxially. The gs 90, 90 cm, straight, distal catheter got impeded in c2 segment of the internal carotid and could not reached the target position. The physician removed the gs 90, 90 cm, straight, distal catheter and aspiration from the patient and found both of the devices were kinked/bent in the middle section. The devices were switched for new devices to complete the procedure. The procedure was prolonged about 10 minutes. Additional information received on 17-nov-2024 indicated that the reported 10 minutes delay was not considered clinically significant. The event did not result in any consequence or injury to the patient. This was an adapt (direct aspiration first pass technique) case. The distal delivery catheter kinked during delivery and advancement. The target vessel/site being treated was the left internal carotid artery. The patient had tortuous internal carotid vessels. There was an intermittent fracture in the device. One photo accompanied the complaint file. In the photo, a portion of the cerebase catheter can be seen. The catheter shows a kinked condition on the shaft. No other damages can be seen as the rest of the device is not shown in the photo. Additionally, no further details of the damaged condition can be provided due to the distance where the photo was taken. A non-sterile gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and three (3) kinked conditions were found on the shaft of the catheter; the first at 16.0 cm, the second at 54.5 cm, and the third at 58.5 cm. All measurements were taken from the distal end of the catheter. Dried blood residues were found along the entire length of the catheter. No other damages were found. The kinked conditions were inspected under magnification, and no breakage in the integrity of the shaft were noted. No internal components were exposed either. The catheter was flushed using a lab-sample syringe, and no water leakage from the kinked conditions was identified. A manufacturing record evaluation was performed for the finished device 31377536 number, and no non-conformances related to the malfunction were identified. The issue reported regarding the intermittent fracture in the device is not confirmed, as fractures nor water leakage from the shaft of the catheter were identified. The tracking difficulty documented in the complaint could not be duplicated in the laboratory setting since such issue is most related to the patient anatomy, device manipulation, and device selection; however, it is confirmed based on the kinked conditions found on the shaft of the catheter. The complaint was reported to have occurred intra-operatively, the device was already manipulated before the issue was found; factors not described within the information available such as device manipulation may have contributed to the issue encountered. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. The instructions for use (IFU) indicate the following precaution: ¿ to control the proper introduction, movement, positioning and removal of the guide sheath within the vascular system, users should employ standard clinical angiographic and fluoroscopic practices and techniques throughout the interventional procedure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.